Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to be rush to the emergency room for hypoglycemia and blood glucose reading at 1.9 mmol/l (34 mg/dl) after wearing between 36 and 48 hours on the arm. The patient was beginning to lose consciousness so his wife gave him a glucagon injection. At the hospital, the patient's blood and kidneys was checked to make sure that everything was fine.